Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the patient was hospitalized due to the high blood glucose. Customer's blood glucose at time of emergency room visit was 382 mg/dl. The customer was admitted to the hospital. Customer insulin pump is coming apart and had high blood glucose. The customer cause of emergency room visit was diabetic ketoacidosis. The customer reported damage to the pump. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.